Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used during a stent placement procedure performed on (B)(6) 2016. The stent was to be used to treat a stricture in the left principal bronchus. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying 3 mm of the stent when the deployment suture could not be released. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. A visual and tactile examination found that the shaft was kinked. Additionally, the shaft bowed during a failed deployment attempt. However, it was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used during a stent placement procedure performed on (B)(6) 2016. The stent was to be used to treat a stricture in the left principal bronchus. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying 3 mm of the stent when the deployment suture could not be released. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.